Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the alarms resolved with the exchange.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted that the system controller was giving them low power alarms and one of the cables had broken rubber. The physician exchanged the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low power alarms and damage to the power cables was confirmed via testing of the returned system controller (B)(6). Visual inspection of the returned product revealed damage to the outer jacket on the power cables. The damage was covered in tape. The system controller underwent functional testing and passed all tests. Additional testing was performed. The system controller was connected to a mock circulatory loop. The power cables were manipulated, especially at the sites of the external damage. The reported power cable disconnect alarms was reproduced. The internal wires of the power cables underwent resistance measurements. All findings were within specification. Following resistance measurements, insulation testing was performed to detect any shorts. Upon testing the clear (positive power line) and green (positive power line) wires in the black power cable were found to short to the shield. Similarly, the red (digital ground) internal wire of the white power cable was also found to short to shield. The observed shorts are consistent with the reported and observed low power alarms. Downloaded log files revealed routine events including on (B)(6) 2025, at 12:49:31, the driveline is disconnected consistent with the reported controller exchange. Provided information revealed that the alarms resolved with the reported controller exchange. A root cause for the reported alarms was determined to be damage to the insulation of the internal wires causing short to shields in both power cables; however, the root cause of the outer jacket damage and damage to the internal wires was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. The heartmate 3 IFU section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the controller power cables. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.